Event description:
A customer contacted baxter's technical service center regarding a compact exchange device (cxd). The home patient (hp) stated the part inside would not go to the left. The technical service representative (tsr) arranged a swap of the device. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported difficulty of the device internally not going to the left was confirmed via duplication. The device was received with no external damage. The product analysis lab (pal) attempted to performed the spike/unspike operation using a spike/unspike test set. However, the device would not rotate back from right to left in order to complete the operation. The device was noted to have accumulated fluid residue. The cxdii instructions state: "rinsing/cleaning procedure - solution seepage should be avoided as it can affect the proper operation of the unit. Weekly cleaning should be performed to remove residual solution. Caution: do not use alcohol, chemical agents, or antiseptic solution to clean this device. Do not attempt to wash unit in a dishwasher, as this may cause damage. Open lid and rinse the unit under warm (not hot) running tap water, allowing water to strike the spike carriage. Rotate the carriage from side to side with fingers to be certain it moves freely. Make certain the guide track is clean and free of any deposits. Turn device over and, if necessary, rinse to remove deposits. Allow to air dry or wipe dry with clean, soft cloth before using for next exchange." No device failure or malfunction was identified that may have caused or contributed to the reported difficulty. The assignable cause of the reported difficulty was determined to be use error: accumulated fluid residue. The device is non-serviceable and will be destroyed. The device was subsequently forwarded for destruction. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.